Event description:
It was reported that the pt experienced a fading sensation and "legs were not working" after a fall occurred approx 2 weeks ago. At one point, the pt indicated that she previously lost control of the rate. A company rep fixed this issue. After the rep performed a group impedance on (B)(4), the electrode measurements were in normal (700-1500) range. As of the time of this report, the pt used a reprogrammed group.

Manufacturer narrative:
(B)(4).